Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported insulin delivery while controller insulin had been paused. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had dropped to 40 mg/dl. The patient reports they had continued to receive insulin delivery while they had delivery had been suspended on the controller. As treatment, the patient had consumed food as well as juice. The patient reports at the time of this call their blood glucose level was 100 mg/dl.